Event description:
The hcp reported the patient's symptoms started with uncontrolled pruritis, which was followed by nausea, vomiting, urinary hesitancy, and sedation. The hcp attributed these symptoms to drug side effects, stopped the pump for less than 48 hours, and then refilled the pump with preservative free normal saline at a low basal rate. The patient's symptoms improved tremendously once the sufentanil was no longer infusing. The pump was refilled with prialt and the patient is now doing great.